Event description:
Complainant alleged that the operating room staff was attempting to defibrillate a pt (age and gender unknown) undergoing open heart surgery. They alleged that they were unsuccessful at charging the defibrillator with the internal handles. The staff obtained another device, attached the same internal handles to the device, and they were unsuccessful at defibrillating the patient. There were no adverse effects on the pt.